Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with a 500cc mentor smooth round moderate plus profile saline breast prosthesis on the left side, suffered breast implant deflation, post-operatively. As a result, the patient was scheduled for implant explantation in (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor became aware that the patient underwent left breast implant replacement with a (left) 500cc mentor smooth round moderate plus profile saline catalog: 3502500 lot: 7481237 sn: (B)(6) . In addition, mentor also became aware that the right breast implant was also removed and refilled from 515cc to 530cc and re-implanted. Per mentor's instruction for use, breast implants are intended for single use only. Off-label use for the right breast implant will be reported under mrn: (B)(4).on (b0(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold measuring approximately 0.8 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 13, 2020, mentor became aware that the implant explantation surgery scheduled for (B)(6) 2020 has been postponed and possibly rescheduled for (B)(6) 2020. On may 27, 2020, mentor received additional information regarding a new scheduled date of implant explantation surgery of (B)(6) 2020. Manufacturer¿s reference number: (B)(4).